Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient left side hurts and he was in bed all day on saturday. The patient stated it was painful to touch and needed to take a pain pill for the pain. On (B)(6) 2018, it was reported that the patient developed an infection, so the external neurostimulator was removed. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device, ubd unknown, UDI unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the trial lead was removed. It was noted the trial began (B)(6) 2018 and ended (B)(6) 2018. Patient was alive with no injury at previous report. There were no further complications reported or anticipated with this event.